Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR¿s were submitted for this event. Please see reports: 0001822565 - 2017 - 06769, 0001822565 - 2017 - 06770, 0001822565 - 2017 - 06771, 0001822565 - 2017 - 06772. Concomitant medical products: femoral head, unknown part/lot, acetabular cup, unknown part/lot, acetabular liner, unknown part/lot, femoral stem, unknown part/lot. Report source: foreign. The event(s) occurred in japan report source: literature dairaku, katsuyuki, et al. ¿antibiotics-impregnated cement spacers in the first step of two-stage revision for infected totally replaced hip joints: report of ten trial cases.¿ journal of orthopaedic science, vol. 14, no. 6, 2009, pp. 704¿710., doi:10.1007/s00776-009-1406-z. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
It was reported a patient experienced recurrent strep-b infection approximately one year after previous two-stage treatment for infection. Patient was treated by local perfusion, and recurrent infectious signs disappeared by the latest follow-up (14 months). Attempts have been made and no further information is available at this time.